Event description:
Consumer purchased more than 100 of the gum deep clean toothbrushes and have now used 10 of them. The bristles started to come off while using the toothbrushes.

Manufacturer narrative:
This MDR report is generated retrospectively based on complaints audit.